Event description:
Patient had what was to be an outpatient lap/cholecystectomy earlier in the day without untoward events. Operative report indicates that clips were in place without bleeding or bile leak prior to closing. Patient was transferred to post anesthesia care unit. While there, began to have evidence of blood loss. Taken emergently back to or, discovered that clips had become dislodged. Patient required 4 units of blood and six days in ICU. Remains hospitalized. Unsure if these are the correct lot numbers, it was not recorded. The two lot numbers were pulled from service when the following day a similar event occurred, but was discovered prior to closing. Those clips are available.